Manufacturer narrative:
The service rep replaced the filament drive pcb. The system operates as intended.

Event description:
It was reported that the 9800 system displayed a precharge failure error code. No pt injury was reported.